Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on 05/13/2015 produced results of 127 mg/dl and 115mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 02/22/2017 and open vial date is not verified. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 127 mg/dl and 115 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 2/22/2017 and open vial date is not verified. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.